Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not pressed during withdrawal. The procedure was completed by converting to manual compression for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. When depression of the button was attempted, it would not depress at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device was attempted to be deployed outside of the patient. A non-cordis sheath was used. A retrograde approach was used. The device was used in a cerebral angiography and intracranial balloon dilation with stenting. The operator was trained in the use of the exoseal vascular closure device (vcd), and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. No calcium/plaque, stent, or stenosis >50% was present at or near the puncture site, and the site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheat introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the received device was fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. An additional verification of the internal handle components position was performed to evaluate the condition of the internal mechanism. It was observed that the internal components were covered in blood residues; however, the attempt to remove them using hydrogen peroxide was not necessary, as the device was received fully deployed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed with the lever fully depressed. The exact cause for the issue reported could not be determined, especially since the condition of the device received did not match the event reported, since the lever was fully depressed upon receipt. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not pressed during withdrawal. The procedure was completed by converting to manual compression for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. When depression of the button was attempted, it would not depress at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. A non-cordis sheath was used. A retrograde approach was used. The device was used in a cerebral angiography and intracranial balloon dilation with stenting. The operator was trained in the use of the exoseal vascular closure device (vcd), and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. No calcium/plaque, stent, or stenosis >50% was present at or near the puncture site, and the site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for analysis.